Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons, during which cylinders and pump were removed and replaced. Upon analysis of the returned components, multiple device issues were identified in all the explanted components. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder had wear at fold in the middle and proximal end of its body, along with a hole in its distal end, consistent with sharp instrument damage. In addition, cylinder 1 presented scaling on the front tip, a bulge when inflated with a syringe and it did not pass the leakage test. The second cylinder had wear at fold in the middle of its body, scaling on the front tip and proximal, in addition to a bulge in the middle of the body. The component passed leak testing. The pump was microscopically inspected and tested for leaks. During microscopic evaluation it was noted that the kink resistant tubing (krt) was worn to filament, the outer layer of the pump bulb was worn from wear, and the component tubing had scaling. No leaks were identified in the pump. Based on the information available and analysis results, the bulge identified in both cylinders could have caused or contributed to the device being removed.